Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 failed to pair with the ilet after a sensor change, leading the ilet to remain in bg-only mode despite multiple guided attempts to re-enter the sensor pairing code and cycle cgm settings. Symptoms included no reported adverse clinical effects and blood glucose levels remaining unaffected. Outcomes included interruption of automated cgm-driven insulin dosing with continued operation in bg-only mode and a plan for the user to replace the sensor when available. Investigation included review of alert history and user-guided troubleshooting, including verification of pairing status, re-entry of the pairing code, and cgm mode toggling. Investigation of this case revealed a persistent pairing failure consistent with a failed dexcom g7 sensor, with the ilet hardware and software functioning as designed given the absence of a successful cgm connection. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor pairing failure attributable to the external cgm component rather than the ilet system.